Manufacturer narrative:
The cobas c 703 analytical unit serial number is (B)(6).

Event description:
The initial reporter received questionable amylase eps ver.2 assay results for one patient sample tested on the cobas c 703 analytical unit. The low result was 84.4 u/l. The high result was 700 u/l.